Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) has been completed. Based on data and device analysis there was no issue found with a battery communication failure. D9 device returned to manufacturer date added.

Event description:
It was reported that the automated impella controller (aic) was connecting on and off to impella connect multiple times a day. Once the patient was off support, they were able to troubleshoot and get the aic to connect successfully to impella connect multiple times. There was no harm to the patient reported.

Manufacturer narrative:
Patient information a1, a.2, a.3, a.4 and a.5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.